Manufacturer narrative:
On 09 jan 2026, cook medical determined that MDR 3005580113-2025-00073 did not receive FDA acknowledgement 3 because a digit was omitted in section f3. The report has been corrected and is being resubmitted under MDR 3005580113-2026-00001. Appropriate corrective and preventive actions have been implemented to prevent recurrence of this error.

Event description:
A zenith fenestrated aaa endovascular graft distal bifurcated body was implanted on (B)(6) 2025. On an unknown date an angiogram was performed and a type 3 endoleak (tear of fabric of the device) was discovered. The type 3 endoleak was reported to the district manager on (B)(6) 2025. There is no further information at this time.